Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) deemed an episode of atrial tachycardia (at)/atrial fibrillation (af) terminated inappropriately. The device detected the continuation of the at/af episode as a new episode almost immediately after termination. The ICD remains in use. No patient complications have been reported as a result of this event.